Event description:
It was reported that infuser was leaking from where blood bag was spiked. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in new condition and in the original packaging. Customer?s reported issue was duplicated. There was a leak in the bonding between the drip chamber and the spike. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: production personnel was retrained on the manufacturing procedure by the production supervisor, in order reinforce the bonding operation between the drip chamber and the spike and to reinforce the leak test of the drip chamber and spike assembly. A corrective and preventative action has been opened to address the reported issue.